Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage battery fault code (fault code 1003) had been recorded on (B)(4) 2012. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other electronics and the overall current draw of the device circuitry was measured. A normal current drain was observed within the circuitry. In-depth destructive analysis of the battery itself revealed evidence of a latent internal electrical short between one of the anode and cathode layers within the battery. This short was responsible for the accelerated depletion of the battery.

Event description:
Boston scientific received information that this patient's device started to emit beeping tones so a patient initiated interrogation was performed with the patient's remote monitoring system. Upon interrogation, an alert was issued indicating the battery voltage was too low for projected remaining capacity. Memory analysis was performed and engineers confirmed that since (B)(6) 2012 the battery has been rapidly depleting at irregular intervals. The greatest drop in longevity appeared to have occurred over a three day period. The device was subsequently explanted and replaced due to the reported issues. The device was sent to the hospital pathology department, however is scheduled to be returned to boston scientific for detailed analysis.

Manufacturer narrative:
When the device gets returned, it will be thoroughly analyzed.